Event description:
Pursuant to information received from the physician, the patient was implanted with a siltex low bleed gel on 04/10/97. Subsequently, it was noted that the patient had developed an infection in her left breast and was removed on 05/04/97. The manufacturer will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new 'MDR reporting guidance for breast implant" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.